Manufacturer narrative:
Correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Mc2avr1 leadless ipg; explanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to implant a leadless implantable pulse generator (ipg), an issue occurred during multiple deployments. Despite the deployment button being fully pulled, deployment of the ipg was not possible. Pulling the delivery system did not enable deployment, but retraction was still possible. When the delivery system was removed from the body, deployment became possible. Another attempt to deploy the ipg inside the body failed. The ipg system was attempted/not used and was replaced with a second leadless ipg for placement. It was reported that post the implant procedure, the patient experienced cardiac perforation, cardiac tamponade, pericardial effusion, blood pressure drop and fluctuating blood pressure. Pericardiocentesis drainage was performed. Afterwards, pericardial effusion was not observed, and it was determined that there were no problems with the echocardiogram, and the drain was removed approximately two days later. Subsequently, the blood pressure did not increase sufficiently, but dialysis was performed using continuous hemodiafiltration (chdf) instead of normal dialysis. It was reported that the patient died approximately four days post implant of the leadless ipg. Cause of death was provided as non-cardiac death, history of severe aortic valve stenosis and insufficient blood pressure, which prevented conventional dialysis, and chronic renal failure. The second ipg remains in the patient.